Event description:
Patient was undergoing laparoscopic colectomy. Endo gia 60mm stapler fired appropriately. At second firing, the stapler would not open after firing. Procedure completed with different stapler without harm to patient.